Event description:
Pleurevac. Air flow noise noted. Blue liquid was escaping into a chamber it does not belong in. No fluctuation. This occurred in the post patient procedure. Do not know if the replacement came from the same lot. The second one worked fine. Device not available for testing.